Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer announced a breakfast meal on the ilet but forgot to eat, noted glucose decreased briefly and then became high, and asked whether another meal announcement could be made approximately three hours later; the event involved user technique with an improper or incorrect procedure related to use of the user interface. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included a reported illness or impairment of a non-serious nature. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.